Manufacturer narrative:
(B)(4).

Event description:
The transmitter has been received for evaluation. An external visual inspection was performed and the transmitter passed. Voltage testing was performed and the transmitter passed as it has voltage. (B)(4) bluetooth device pairing test was performed and the transmitter failed. The share log was reviewed and the transmitter failed as a "loss of connection" gap was present in the logs. The customer complaint of loss of connection was confirmed through the data share log. The root cause was determined to be a defective transmitter.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, patient experienced a loss of connection between the transmitter and receiver. No additional patient or event information is available. Data was returned and evaluated. The reported event of loss of connection was confirmed via data. A root cause could not be determined via data.